Manufacturer narrative:
The device was returned to the MFR for eval. A sample of the substance was taken for testing. A follow up report will be filed when the quality investigation is complete.

Event description:
It was reported that the device leaked a black substance while being cleaned. There was no pt involvement and no allegation of adverse consequences associated with this event.